Manufacturer narrative:
Device manufacture date: 8/1/2014 to 8/3/2014. Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4202867. Conclusions - bd was not able to confirm the customer¿s indicated failure. As there was no sample returned for evaluation, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4).

Event description:
The suspect device fails to retract after use. This is reported to have occurred 15 times.